Event description:
Customer reported the guide sheath on to the na-403d-2021 periview flex needle is bent. Customer stated that this issue was discovered upon unboxing the na-403d-2021 periview flex needle and there was no patient involvement. According to the customer, the packaging was not damaged, stated, described the kink to be where the needle goes into the first coil of packaging. There is no patient involvement on this event, no user in jury reported.

Manufacturer narrative:
The subject device was received and evaluated. The customer returned a single use aspiration needle model number na-403d-2021 lot number kr208520 in for evaluation for ¿the needle is bent¿. The customer reported issue was confirmed. The device was received without the original packaging. Visual inspection on the ¿as received¿ condition of the device performed, noted that the needle stopper is still attached to the slider. The distal tip and needle were clear of debris when examined under a microscope. Two fingers were ran down the entire length of the tube and at approximately 125mm from the handle a bend is noted. Functional testing performed : manipulated the slider and verified there is minor restriction. In addition, the needle extended and retracted out of the distal end. The stylet was returned with the device and when tested it was able to be inserted and removed without any restriction. Returned device evaluation confirmed the customer reported issue. A bend on the device was found during inspection. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. New information was added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure likely resulted from potential damage during transit or mishandling. The instructions for use (IFU) states the following: on page 3 of the device IFU (pn0009932_aj), it states: "visually inspect the device for damage. Do not use the device if it appears damaged; contact your local olympus representative. Do not use this device if the package or sterile barrier has been previously opened or is damaged. Doing so may compromise user or patient safety or damage ancillary equipment." Olympus will continue to monitor field performance of this device.